Event description:
No additional patient or event information has been received since the last report was submitted on 13nov2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Ec method code desc - 5: communication/interview (4111). Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, trends, specifications, communication/interviews, and quality control data. One device was returned for investigation. Visual examination confirmed that the catheter was returned in used condition. A 50ml syringe and stopcock were attached to the inflation line. The stopcock was noted to in the open position. A functional test was performed on the open device by inflating the balloon with 150ml of tap water. A leak was confirmed in the balloon material. Under magnification, graspers marks were observed on the balloon material. One of the grasper marks punctured the balloon causing the leak. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. Clinical assessment determined that based on the available information and the physical evaluation of the returned complaint device, the likely causes of this event include the patient¿s risk factors for pph, and user error (excessive force used with graspers when handling the device during placement). Cook has concluded unintended user error contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during balloon tamponade to treat post partum hemorrhage (pph) using a bakri tamponade balloon catheter, the balloon leaked. After an intraperitoneal cesarean section delivery, the patient lost an estimated 500 ml of blood. Prior to uterine closure, the bakri was placed by hand. The doctor then began to inflate the balloon. Once the inflation volume reached 160 ml, the doctor felt coolness in the hand holding the balloon, then leaking was confirmed. The patient lost an estimated 600 ml of blood after removal of the bakri. Hemostasis was achieved by uterine artery ligation. No other consequences to patient have been reported as a result of this occurrence. The patient's current condition is described as "the patient has recovered and been discharged."